Event description:
While troubleshooting for an unrelated alarm on the homechoice (hc) machine, a registered nurse (rn) stated that there was air in the patient line of the cassette, near the transfer set. This was noticed during the initial drain, while the patient was connected. The technical service representative (tsr) reviewed proper procedures with the rn and advised the rn to restart the patient's therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.